Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus was intermittently unresponsive and the cursor jumped in a section of the overlay screen. Overlay/bezel assembly found out of electrical specification. Analysis also found the power supply was noisy. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer pen would not calibrate. The programmer was returned as part of a trade in program. No patient complications have been reported as a result of this event.